Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2014 with the following findings: a review of the pump¿s black box data revealed evidence of pump reboots. The battery compartment was observed to be cracked. The returned battery cap had stripped threads, and had a damaged exterior. The cap was unable to fully secure onto the pump. The pump could not be exercised for 24 hours with the returned battery cap, due to pump reboots. A test battery cap was used to complete the investigation. The test cap was able to fully secure onto the pump. The pump was exercised for 24 hours with the test cap, with no power interruptions or duplicated alarms. The pump was opened and no moisture was observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.